Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment. Despite pre-dilatation it was not possible to cross the lesion. During the attempt to withdraw the stent through the guiding catheter, it dislodged from the balloon. It was decided to dilate the stent in place in the proximal part of the rca. There was no harm to the patient.

Manufacturer narrative:
Combination product: yes. Neither the complaint instrument nor the angiographic material were returned. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes a visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.